Event description:
Mother of 21 year old male, reported pt experiencing low blood glucose of 30 mg/dl. Pt increasesd his carbohydrate intake to raise his blood glucose level. He switched to his backup device because he belived the infusion device was delivering insulin erratically. Mother did not report any symptoms associated with the low blood glucose level. No medical assistance was required. Product was requested to be returned for eval.